Event description:
On (B)(6) 2012, while attempting to calibrate the unit, the customer noted fluid leak in the acc*t diff 2 instrument when running closed vial mode. The customer indicated they did not want to troubleshoot the event. Leak is only in primary mode and was contained within the unit. The customer does not run samples in primary mode. The fluids associated with this event are blood, diluent and clenz the user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eye-wear at the time of the incident. The spill was cleaned up according to the defined laboratory protocol. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. An exposure control or risk management plan are in place at the facility. On (B)(4) 2012, a field service engineer (fse) was dispatched to address the issue and while onsite the fse noticed a small drop of clear diluent dripped down from probe collar at the end of probe rinsing cycle in closed vail mode, aged tubings on probe collar and pinch valves on the right side compartment of the instrument. The fse cleaned the collar and replaced all of the aged tubings, then performed probe rinsing, issue was resolved. The cause of the leak was aged tubings on probe collar.

Manufacturer narrative:
(B)(4).